Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited change in intrinsic amplitude of 2.8 - 15mv which appears to be trending towards a lower amplitude signal, pacing and sensing impedance within normal range from 321 ohms to 383 ohms, shock impedance within normal range of 47 ohms to 67 ohms, threshold stable ~1.3v@0.4ms. A request was made to have data from this device analyzed. Review of x-ray images from implant to current imaging, reveal device appears less rotated and the tip of the right ventricular (rv) lead position has moved since implant. Rhythmcare provided recommendations for device and lead integrity testing. The device and lead remain implanted. No adverse patient effects were reported.